Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. (B)(4).

Event description:
As reported to coloplast though not verified, the patient's legal representative stated severe pain with daily activities and intercourse and required revision surgery in (B)(6) 2015. Operations to attempt to locate and remove mesh, repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various area of the pelvis, spine and the vagina and operators to remove portions of the female genitalia. Urinary incontinence, physical deformity and the loss of the ability to perform sexually.